Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04662. It was reported that the patient experienced ineffective stimulation due to lead migration. As such, surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced addressing the issue. Reportedly, therapy was confirmed post operatively.